Event description:
Customer complaints blood leak during the treatment. Blood flow rate 250ml/min; uf rate: 0.8l/hr. Venous pressure: 165 mmhg; dialysate pressure: 155 mmhg. The blood loss amount was 20 ml. No patient harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.